Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had problem with insulin pump that it had a lock showing underneath the active insulin. Customer experienced high blood glucose level and was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue use of the device.